Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would start beeping during and after a 3d spin. The ps1 was out of specification. The ps1 was adjusted to specification and the system was operational. The imaging system then passed the system checkout and was found to be fully functional. It was determined there was an accidental radiation occurrence due to system noise/system setup. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Ps1 component adjusted to resolve. Number of people exposed: 1 - patient 1 - medtronic representative present number of people in or other than patient: 1 (rt) estimated 3d dose absorbed (patient): 0.151 msv. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that while in the case, the image acquisition system (ias) upper left back panel area was beeping while taking a 3d image. Halfway through taking the image, it stopped. The medtronic representative (mr) had the site remove the imaging device from around the patient, reboot and try another 3d image which was successful. The mr stated that only the radiologic technologist (rt) and the patient were in the room when the imaging occurred. The surgery was completed with imaging and there was no impact on patient outcome.